Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. . Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. .

Event description:
It was reported that an unspecified bd needle clogged. The following information was provided by the initial reporter: "it was reported that customer cannot draw insulin from the needle/syringe. Event description per attached email states: " caller reported [patient has gone through several needles when trying to fill his cartridges. Has had multiple syringes that will not draw the insulin into the syringe from the vial. Estimate of 7 in the last month. Patient is afraid they will run out before their next shipment.] Number of occurrences - [15 total estimate] did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 3ml syringe, pn 309657. Product lot # - [0016556]. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? - yes, sample is available for investigation. Contact: resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required. Cts sending patient a 10 pk of carts/syringes."